Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming reports and CAPA review. No trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, in (B)(6) 2019 the device not inflating properly. Tubing break found near tubing exit on pump. Another inflatable device was implanted.

Manufacturer narrative:
This follow-up MDR is created to document the additional medical history and evaluation of the returned device. A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the shorter exhaust tube of the pump. Testing revealed this to be a site of leakage. A separation was noted in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. A void of the material was noted at the separation site in the bladder of cylinder 2. Partial separations within abrasion were noted on the longer exhaust tube and inlet tube of the pump, along with the exhaust tube of cylinder 1. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with cylinder 1 or the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both exhaust tubes of the pump had overlapped and abraded against one another. The exhaust tubes also abraded against the inlet tube of the pump. This positioning, in combination with device usage over time, could most likely contribute to sufficient stress(s) to separate the shorter exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation/void in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.